Manufacturer narrative:
Investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number ct0210. The customer reported that they have been receiving various results in n1 and n2 for their bd max sars assay for 2 to 3 weeks. Field service was not dispatched. Run files and database was retrieved by bd. Review of run files and log file shows true amplification on all alleged false positive. The curves shows true and late amplification of n1 target, can allude to either a weak target or contamination. Customer performed decontamination of max instrument, refrigerator and reagent cabinets, and only using newly opened reagent kits. Customer performed environmental monitoring. Customer obtained an n2 positive on pipettor plate during a 21 em swab run and decontaminate the pipettor plate and reran the test and received a negative result. Customer was able to have a full run that day with no issues. Instrument was returned to the customer fully functional. No parts were replaced nor returned to bd for investigation. Root cause was determined to be contamination. Complaint is unconfirmed with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical discrepant were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿ ; eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that there were discrepant results. Samples affected (patient or external control): both; controls (run# 6734) and patient samples on 13 other runs. Final results reported to clinician: positive  adverse effect on patient, if any: no. Treatment or medications received by the patient, if any: no access. Customer problem: max sars assay discrepant results we do covid testing and we are getting varying results. It happens in n1 and n2. This has been happening for the last 2 or 3 weeks ."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical discrepant were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿ ; eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that there were discrepant results. Samples affected (patient or external control): both; controls (run# 6734) and patient samples on 13 other runs. Final results reported to clinician: positive.  Adverse effect on patient, if any: no. Treatment or medications received by the patient, if any: no access. Customer problem: max sars assay discrepant results. We do covid testing and we are getting varying results. It happens in n1 and n2. This has been happening for the last 2 or 3 weeks . "